Event description:
The article, "impact of device implant depth after left atrial appendage occlusion", was reviewed. This research article is a prospective multicenter experience to evaluate the impact of device implantation depth as a modifiable predisposing factor for device-related thrombus (drt). The devices included in the study were amplatzer cardiac plug, amplatzer amulet, watchman first generation, watchman flex, lambre, ultraseal, and other unnamed devices. The article concluded that left atrial appendage occlusion (laao) device implantation depth affects drt rates, with higher incidence with deeper implantation and larger uncovered areas. [The primary and corresponding author was xavier freixa, hospital clinic, c/villarroel, 170, cardiology department, 08036 barcelona, spain, with corresponding e-mail: freixa@clinic.cat.] This study included patients who underwent laao from 01 january 2012 to 31 december 2020. A total of 1317 patients were included in the study, of which 62% (809) received an abbott device. The average age was 74.9 years. The majority gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes, smoking, chronic heart failure, bleeding, and previous coronary artery disease, ischemic stroke, and antithrombotic treatment.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes, smoking, chronic heart failure, bleeding, and previous coronary artery disease, ischemic stroke, and antithrombotic treatment. Complications reported included patient device interaction problem (thrombus, residual shunt), device embolization, stroke, cardiac tamponade, pericardial effusion, bleeding, unexpected medical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of device implant depth after left atrial appendage occlusion. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.